Manufacturer narrative:
The operator stated the air was caused by the technologist not completely purging the syringe. Field service engineer verified operation in accordance with service checklist (B)(4) and found the injector to be functioning properly. System returned to full service by the customer.

Event description:
On (B)(6): customer stated radiologist noted a tiny bubble during the injection and notified technologist. Technologist stated there was no air injected into the patient. Patient procedure was completed without incident. There was no reported injury. IV site was antecubital (ac), contrast type: prefilled optiray 320 syringe fill volume 125ml, injection protocol: 2ml/sec. Type of procedure, patient age and gender were not provided. Customer stated air bubble was caused by the technologist only priming 1/2 way through and not completely.